Event description:
The user stated the valve body of the water bottle assembly was broken and caused a water leak onto the counter. No erroneous pt results were generated. No operators were harmed.

Manufacturer narrative:
The field service rep confirmed the valve body was cracked around its circumference and replaced it. He performed mechanism checks to verify the analyzer performance.